Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 21-feb-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("patient requested removal of inserts") and multiple sclerosis ("multiple sclerosis") in a female patient who received essure for sterilization. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required) and multiple sclerosis (seriousness criterion medically significant) with gait disturbance, paraesthesia, cerebellar ataxia and micturition disorder. At the time of the report, the medical device removal and multiple sclerosis outcome was unknown. The reporter provided no causality assessment for medical device removal and multiple sclerosis with essure. The reporter commented: sequelae this day. Patient requested removal of inserts. Diagnostic results: neurological investigations were done and multiple sclerosis was diagnosed. Self-surveys 5 times/day suggested an episode of multiple sclerosis. Company causality comment: this medically confirmed spontaneous case report from a physician, reported via regulatory authority, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for sterilization and had a multiple sclerosis ("multiple sclerosis") which showed with gait disturbance, paraesthesia, cerebellar ataxia and micturition disorder. She requested removal of inserts (medical device removal). No information on the patient's medical history, concurrent conditions, concomitant medications or family history was provided. Both events are serious due to their medical significance and medical device removal is anticipated while multiple sclerosis is unanticipated in the reference safety information for essure. Multiple sclerosis is an immune-mediated inflammatory disease of the myelinated axons in the central nervous system. In the most common disease course (relapsing-remitting ms) clearly defined acute exacerbations are followed by remissions. Risk factors include age group of 15 - 60 years and female sex, positive family history, viral infections, other autoimmune diseases, smoking, living in a temperate climate and being of northern european descent. In this case limited information was reported. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality between the event and suspect insert was assessed as unrelated. Regarding the nature of medical device removal and that it refers to essure inserts, causality cannot be excluded (related). This case was regarded as incident since device removal will be required (intervention required) a product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this medically confirmed spontaneous case report from a physician, reported via regulatory authority, refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for sterilization and had a multiple sclerosis ("multiple sclerosis") which showed with gait disturbance, paraesthesia, cerebellar ataxia and micturition disorder. She requested removal of inserts (medical device removal). No information on the patient's medical history, concurrent conditions, concomitant medications or family history was provided. Both events are serious due to their medical significance and medical device removal is anticipated while multiple sclerosis is unanticipated in the reference safety information for essure. Multiple sclerosis is an immune-mediated inflammatory disease of the myelinated axons in the central nervous system. In the most common disease course (relapsing-remitting ms) clearly defined acute exacerbations are followed by remissions. Risk factors include age group of 15 - 60 years and female sex, positive family history, viral infections, other autoimmune diseases, smoking, living in a temperate climate and being of northern european descent. In this case limited information was reported. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality between the event and suspect insert was assessed as unrelated. Regarding the nature of medical device removal and that it refers to essure inserts, causality cannot be excluded (related). This case was regarded as incident since device removal will be required (intervention required) the product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.